Event description:
It was reported that during a procedure the promus stent delivery system and the guide wire were in the anatomy when the guide wire became stuck in the stent. The guide wire could not be moved either forward or backward. Both devices were removed together as a system from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The case was completed successfully. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned; multiple requests for stent delivery system return were made but the device was not returned for evaluation, therefore, a failure analysis of the device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents from this lot. Based on the review, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.